Event description:
It was reported that during a right subclavian catheter insertion attempt, the guide wire became entangled in an indwelling superior vena cava filter. The guide wire was successfully removed in radiology under fluoroscopy. There were no further complications.